Event description:
The distributor's service engineer reported that the end user requested repair of a v60 ventilator experiencing nav-ring issues. Specifically, the clinician was repeatedly experiencing difficulties changing values on the screen. Denies values changing on their own, and the touchscreen, while it allowed the clinician to change values, it was proving difficult to do so. This issue occurred while in clinical use but confirmed that no patient/user harm or medical intervention was needed. The service engineer evaluated the device and discerned a front bezel was needed to bring the device back to full function. The v60 needed a new front bezel, which the service engineer replaced. The device was evaluated and considered repaired; thus, the unit was returned to service with no other issues. Although requested to be returned, the defective component was not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6).